Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had external plastic broken, unstable instrument housing and inserted instruments and the image disappeared. The issue was identified during unspecified diagnostic procedure. There were no reports of patient harm.